Manufacturer narrative:
The investigation into the infection/sepsis has been completed since the original report was submitted. The device was not returned for investigation. Because clinical evidence has not been provided, the root cause of the infection cannot be determined. D6a, d6b

Event description:
We received a notification from our medical safety team via loqi (abiomed¿s long-term outcome and quality indicator impella registry), pertaining to the above case. It was noted that insertion site infection occurred with a possible relationship to the impella cp used on this patient.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿